Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie pockets had failed and was not detected on med application configuration. A field service engineer (fse) reseated the row board cable connections, all cubie trays, and pockets. After testing, all pockets and the drawer were successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer failure. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.